Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker micro-dislodged after being unable to transfer torque for fixation. The device was replaced after noting that the helix had sprung. A second implant attempt was made. The second leadless pacemaker was fixated, with difficulties separating it from the catheter however it was ultimately released. After deployment, the device was not adequately adhered to the hearts tissue and ended up dislodging into the right pulmonary artery. It was then successfully retrieved. It was noted that the helix had also sprung on the device. A third leadless pacemaker implant attempt was made and was successful. The patient condition was stable.

Manufacturer narrative:
The reported events of device dislodged or dislocated, and difficult or delayed separation were not confirmed. The reported event of stretched helix was confirmed. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during implant procedure caused by the end-user. Further analysis performed indicated the device exhibited normal device characteristics. Review of device history record (DHR) indicates that each manufacturing and inspection operation was performed, and the device passed all tests. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.